Event description:
A malfunction was reported with a code "malf 12," which was resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support provided instructions for resetting the pump, which successfully addressed the issue, and the customer was informed to monitor the device and report any recurring malfunctions.